Manufacturer narrative:
Additional information d8 g3 h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; device information was not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on or about (B)(6) 2011, patient underwent a left tkr and was implanted with optetrak devices in her left knee, including optetrak logic tibial inserts made of polyethylene. The (B)(6) 2011 arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device. In or around (B)(6) 2022, patient received a letter from hospital informing her that her optetrak device was the subject of a recall by exactech. In or around the end of 2021, patient began experiencing pain, swelling, clicking, and limited range of motion in her left knee. An MRI performed in (B)(6) 2022 on patient¿s left knee demonstrated polymeric-induced synovitis. As a result of the optetrak device failure, patient underwent revision surgery on her left knee on or about (B)(6) 2022 for issues including but not limited to polyethylene wear, synovitis, bone loss, osteolysis, and/or component loosening. Patient experiences daily pain and discomfort in her knees which limits her activities of daily living and impacts her quality of life.